Manufacturer narrative:
Reported event was confirmed by review of medical records received. Revision operative notes stated that the patient had revision due to dislocation. Upon open the incision, there was a large hematoma. Some ingrowth was noted for the cup. New cup was implanted with approximately 25 degrees of anteversion and neutral with slight horizontal position. X-ray showed slight verticality; otherwise, it appeared within normal limits. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item #unk , unknown stem, lot #unk; item #unk , unknown cup, lot #unk; item #unk, unknown head, lot #unk. Customer has indicated that the product will not be returned to zimmer biomet for investigation, location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01101, 0001822565-2019-01103.

Event description:
It was reported that a patient underwent a hip arthroplasty revision due to dislocation, sciatic nerve irritation and drop foot approximately 1 month post operatively. Attempts have been made and no further information has been provided. No additional patient consequences were reported.